Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study was conducted to compare the surgical outcomes between baerveldt glaucoma implant (bgi) surgery and trabeculectomy with mitomycin c for patients with neovascular glaucoma (nvg). A total of 304 eyes of 304 patients were enrolled in the study where 100 eyes underwent bgi surgery (tube group) and 204 eyes underwent trabeculectomy (trab group). The following were reported as reasons of treatment failure in the tube group; inadequate iop reduction, reoperation for glaucoma, hypotony (underwent reoperation), removal of tube shunt, loss of light perception, and no light perception. Early postoperative complications (onset =1 month) for the tube group include; hyphema, shallow or flat anterior chamber, wound leak, choroidal detachment, vitreous hemorrhage, and tube obstruction. Late postoperative complications (onset > 1 month) for the tube group include; hyphema, wound leak, choroidal detachment, vitreous hemorrhage, hypotony maculopathy, endophthalmitis/blebitis, tube obstruction, tube erosion, and removal of tube shunt. Other reoperations for glaucoma in the tube group include; bleb revision, transscleral cyclophotocoagulation (tscpc), and micropulse transscleral cyclophotocoagulation (mp-tscpc). It was also reported that the final visual acuity was deteriorated in 46 eyes in the tube group. No additional information was provided.